Manufacturer narrative:
Upon observing the initial advia centaur xp tni ultra result of 0.118 ng/ml, the customer repeated the testing and diluted the sample 1:2 on-board the system. The 1:2 dilution produced a result of 0.145 ng/ml. The patient was tested at another site and the result was 0.002 ng/ml using an alternate method. The customer then treated the sample with a scantibody-type tube and obtained a result of 0 ng/ml on the advia centaur xp tni ultra assay. Although not conclusive, this result indicates the presence of heterophilic antibody interference in the sample. This issue appears to be specific to this patient. The system is performing to specification. No further testing of the device is required. The limitations section of the instructions for use (IFU) states the following: " heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." "Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." The summary and explanation of the test section of the IFU states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed falsely elevated advia centaur xp tni ultra results compared to other methods for one patient. The patient was referred for additional blood tests based on the discordant high results. There are no reports of adverse health consequences based on the discordant results.